Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to pain and discomfort around the implant area, which was caused by the patient wearing a kevlar vest that was pushing on the icm. No further patient complications have been reported as a result of this event.